Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
As per legal, client underwent a right clavicle fracture repair in (B)(6) and the surgeon utilized a superior stryker clavicle plate which failed within approximately 6 weeks of the surgery. A second surgery was required to remove the broken plate.